Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: medical product: acrom xl 44-41 std +3 hmrl brg: catalog#xl-115367, lot#750020. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Product code: phx. Report source, foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. .

Event description:
It was reported that during an initial shoulder replacement surgery, the locking ring of the humeral shell came loose during assembly with the polyethylene bearing. A second set of implants was used to complete the procedure. No patient impact or adverse events have been reported as a result of this malfunction. Due diligence is in process for this event; to date no further information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection shows that the ring loc is bent and has some damage to it. No damage to note on the tray. The poly has some damage to the top and bottom from impacting. Product did not return in its original packaging. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to use error as the surgical technique states that the assembly tool should be used to assemble the tray and it was reported that the assembly tool was not used during this event. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.